Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing up on the pyxis. A technical support specialist reviewed the attached serial number and noted that no station information was visible from the system side and explained that the message indicating an excessive number of patients meant that patient records would not automatically appear in the full patient list and would require manual searching to avoid performance issues. It was clarified that the system displayed up to a limited number of patient entries, and when that limit was exceeded, patient names were hidden and users were prompted to search by surname, forename, or identification details and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the nurses attempted to take out medications under all available patients, the system displayed the message as there were too many patients on the list. Enter last name, first name, or ID. No patients who were admitted to the hospital appeared in the list. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.